Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture, breast pain . Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that an asian and caucasian female patient underwent a breast surgery with two 420cc mentor smooth round high profile saline breast prostheses and experienced bilateral deflations and breast pain on the left side post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left side device.